Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: lead; model:3186, UDI: (B)(4), serial:(B)(4), batch: a000103516.

Event description:
It was reported that patient¿s lead had migrated. Surgical intervention will be undertaken at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.